Event description:
Upon assessment and moving an infant, the IV tubing was noted to be disconnected at distal end of extension set.

Event description:
Upon assessment and moving an infant, the IV tubing was noted to be disconnected at distal end of extension set.